Manufacturer narrative:
This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. The investigation of the customer issue included a review of the complaint text, a search for similar complaints, sensitivity testing, and a review of labeling. The customer complained of (B)(6) results in (B)(6) 2015 when using architect hiv ag/ab combo reagent lot 44337li00. In (B)(6) 2016 the patient suffered from (B)(6) and a new sample gave a (B)(6) result with the architect hiv ag/ab combo assay. The customer believes that the architect hiv ag/ab combo result obtained in (B)(6) 2015 was (B)(6). There was no sample from (B)(6) 2015 available for this investigation. Sensitivity testing was performed on a retained kit of lot 44337li00 (lot expired 01jul2015). The clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels ((B)(6)). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix and the reagent lot detected the same bleeds as (B)(6). Based on these data it was shown that the sensitivity performance of the reagent lot is not adversely affected. The studies referenced in the package insert of the architect hiv ag/ab combo assay demonstrated an excellent sensitivity performance. A review of the complaint records for lot 44337li00 was performed and did not identify any problems relating to the complaint observation. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. The sample in question is not available for further investigation like nat or supplemental (B)(6) testing. Thus abbott cannot provide the specific reason why the customer observed (B)(6) results for the sample drawn in (B)(6) 2015. As no other test results for (B)(6) are available for this sample. The immune status of the patient in (B)(6) 2015 remains unclear. Based on our investigation the using architect hiv ag/ab combo reagent, lot 44337li00, is performing as intended and no product issues or malfunction were identified.

Event description:
The customer stated that the architect analyzer generated a (B)(6) result on one female patient in (B)(6) 2015. The patient developed symptoms of (B)(6) and in (B)(6) 2016 the (B)(6) result was (B)(6). The patient did not receive treatment from(B)(6) 2015 to (B)(6) 2016. Per a medical opinion, lack of treatment for (B)(6) has the potential to cause serious injury, therefore, this is considered an adverse event.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended, and conclusions code was corrected in evaluation codes from (B)(4).